Event description:
Customer reported that pump display was frozen and could not be cleared with the button alarm. Blood glucose level remained between 54-500 mg/dl, suggesting fluctuating values but within the broad range specified. Customer attempted to reset the pump based on provided information, but since the issue persisted, technical support replaced the pump. Customer planned to use multiple daily injections (mdi) as backup therapy.